Event description:
Customer reported system displays over-heat error, and has poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not duplicate the reported problem.